Manufacturer narrative:
Software analysis was initiated. Based on the provided information there was no indication that the issue was due to a software anomaly. The system was behaving as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the issue was unable to be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was called to report that during a case the representative noticed that multiple instruments were tracking intermittently. The representative said they were going between green and red status, but occurred quickly and did not cause an issue in the case.